Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure." On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and fatigue outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding : yes. Reported : date of insertion: (B)(6) 2010 (noted discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and fatigue outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding : yes reported : date of insertion: (B)(6) 2010 (noted discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: lot number & reporter information updated. New event added:endometrial ablation done with essure insertion procedure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and fatigue outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding : yes reported: date of insertion: (B)(6) 2010 (noted discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information, lab data, removal date added. This case become incident. Previously reported event injury were updated pelvic pain, abdominal pain, back pain, dysmennorhea, bleeding, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.